Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the issue caused by software. A technical support specialist, confirmed with field service engineer that the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system is experiencing a black screen issue, with the suspect being the cubie drawer, which appears to be affecting the entire station. The customer stated that the malfunction caused a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this incident.